Event description:
It was initially reported that the patient's intraocular lens was explanted in a secondary procedure owing to unsatisfactory postoperative refraction and replaced with a new lens. No additional details were provided.

Manufacturer narrative:
(B)(4). Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. No deviations or non-conformances (ncr) related to customer claim were generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Visual inspection showed that the lens was cut in two pieces, most probably to make explant possible. The lens could be identified as a multifocal lens because of the presence of rings. Because the lens was damaged no investigation other than visual inspection was possible. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. H

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been provided.